Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the devices could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Per phone call with sales rep: it was reported that a patient had been implanted with a certas plus valve. During implantation, the valve was confirmed to have been set at the desired setting and interrogated. About a week and a half later, it was found that the device was at a different setting than what it had initially been set at. The valve was revised. Prior to placement of a new certas plus valve, it was tested and flow was open, regardless of setting. A hakim valve was then tested, which also flowed through regardless of setting. A second hakim valve was then tested and implanted without issue.